Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was implanted in a pt for endovacascular treatment of an abdominal aortic aneurysm in 2004. The vessel tortuosity was moderate, and slight calcification. Aneurysm morphology is unknown. It was reported that stent graft was placed where the physician had intended, however after viewing the device on fluoroscopy the device had been placed too low. The stent graft was covering the hypogastric artery, therefore the physician performed on ilio-femoral bypass. No clinical sequelae were reported, and the pt is reported to be fine.